Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusion: based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method - lens work order search. Results - a lens work order search was performed and there were no similar complaints found within the work order. Conclusion - based on the complaint information and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens discarded.

Event description:
The customer reported the surgeon attempted to insert an aq2010v silicone three piece lens but the lens disintegrated/tore into pieces upon injection. There was no patient contact. The lens was discarded.